Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: event occurred in japan. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack and a terminal was loose and had slid up out of place. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery preparation the device did not power on. There was no patient involvement. Due diligence is complete and there is no additionalinformation available. During device evaluation, it was discovered that the batteries were leaking electrolyte.